Event description:
Fine group advised by (B)(4) of the following on (B)(4) 2012. Invacare received a call from the dealer stating that the stitching above the first set of straps, that support the shoulder area of the pt on the (B)(4) sling, for a jasmine patient lift, is allegedly pulling apart on both sides. Facility stated that all pts were within the weight capacity and the staff were educated on the proper care and operating procedures. No injury. The malfunction has not been confirmed. The product is to be returned to invacare for an inspection.

Manufacturer narrative:
Once the sling has been returned a thorough investigation can commence and full details can be determined, including date of manufacture and root cause.